Event description:
Patient's son contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal that occurred on (B)(6) 2015. Patient's son reset the device and the reported issue was resolved. At the time of contact, the patient's son did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).